Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient reported pain at the site of insertion and removed the sensor pod. Upon sensor pod removal, the sensor sire could not be located in the sensor pod, applicator, or skin. Patient's mother contacted a pediatrician and was recommended to contact dexcom. Patient's mother reported that the patient is going to have surgery to remove the sensor wire. No further medical intervention was reported.

Manufacturer narrative:
(B)(4).